Event description:
Hcp reported a pump catheter diconnect and pt had an infection. Drug used: baclofen. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent when additional info is received.